Event description:
It was reported that one of the spinal cord stimulator (scs) leads had high impedances. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082406, UDI: (B)(4).

Event description:
It was reported that one of the spinal cord stimulator (scs) leads had high impedances. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.